Manufacturer narrative:
The complaint for valve embolizes into ventricle was confirmed based on review of the procedural imaging, showing the evoque valve positioned >10 mm ventricular to the tricuspid valve annulus (tva) circumferentially, consistent with embolization into the right ventricle. Imaging demonstrated posterior tilt of the valve approximately after deployment, with associated severe central transvalvular tr and moderate pvl immediately following the valve tilt post deployment. Available information suggests that patient-specific anatomy (carcinoid heart disease with septal leaflet plastering, fused leaflet tips, and high papillary muscle) and imaging limitations (poor image quality and shadowing from 6-10 o'clock) likely contributed to the event. Carcinoid-related leaflet fixation and obstruction severity (27.9% annular os and 58.3% os at fused leaflet tips) created a constrained leaflet environment that reduced the ability of the anchors to obtain consistent leaflet capture. This anatomic restriction, combined with limited visualization, resulted in missed leaflet capture across multiple contiguous anchors (2-4 o'clock on the septal side and 10-12 o'clock posteriorly), preventing adequate circumferential fixation. The asymmetric depth (deeper on the septal side) and anterior-lateral trajectory further contributed to the valve shifting ventricularly after release. Imaging limitations, including shadowing and suboptimal visualization of the posterior-septal quadrants, likely impaired accurate depth and capture assessment prior to final deployment. Despite the ventricular embolization and severe tr observed intra-procedurally, the evoque valve appeared stable in its final ventricular position, with no evidence of device malfunction. Expansion during both ventricular and atrial phases was symmetric and as expected. A post-implant tte demonstrated no residual regurgitation and no device-related complications, supporting that the device functioned as intended given the anatomic and procedural constraints. Malposition events such as embolization may be caused by a variety of factors such as device to native anatomy sizing (perimeter-derived diameter), use factors and procedural factors. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete. B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case.

Event description:
As reported by the edwards lifesciences affiliate in united kingdom, edwards received notification of a 44 mm evoque procedure in tricuspid position by right femoral vein. It was reported that during the procedure, there were constraints due to imaging issues and patient anatomy. Prior to deployment and final release, the position, trajectory, height, and anchors were at the septal/lateral hinge points of the annulus. The valve expanded evenly as expected during both ventricular and atrial expansion stages. However, 15 seconds after deployment, the valve tilted down on the posterior side. Due to carcinoid heart disease, the patient presented with an annular opening size (os) of 27.9% and an os of 58.3% at the fused leaflet tips. There was also mild paravalvular leak (pvl) and moderate-to-severe central regurgitation. A tte was performed post-implant and did not show any regurgitation. The patient is currently under observation, with no immediate intervention planned. The patient is doing well.